Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20xxk, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp had a follow up with the patient on (B)(6) 2020 and it was noticed that "there seemed to be an infection from the pocket following the lead." A possible environmental/external/patient factors that may have led or contributed to the issue was the patient's weight; they are overweight. As a result of what was reported, the system was removed on (B)(6) 2020. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.